Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eciq system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros eciq system was not performing optimally. An ocd field engineer performed service actions on multiple analyzer subsystems to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation also confirmed that the samples involved were not processed in accordance with the sample collection device manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results from three different patient samples while using the vitros eciq immunodiagnostic analyzer. The following results were obtained from the three different patient samples. Patient 1: vitros tropi es result of 0.229 ng/ml vs. A correct result of <0.012 ng/ml. Patient 2: vitros tropi es result of 0.130 ng/ml vs. A correct result of <0.012 ng/ml. Patient 3: vitros tropi es result of 0.116 ng/ml vs. A correct result of 0.015 ng/ml. The higher than expected vitros tropi es results were identified before they were reported from the laboratory. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).